Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the investigation results, since the light source cable was not connected completely, it is presumed that the brightness not auto adjusting occurred because the light source cable was not connected completely and resulted in procedure prolonged. The definitive root cause of the reported issue could not be determined. As result of checking contents of the instruction manual (version 0) of the clv-190, there is descriptions. It is determined that they may prevent from indicated phenomena. Anomalies details: the field of view and the image are too dark or too bright. Causes: the video system center and/or light source cable is connected improperly measures: connect the video system center and light source cable properly. Trace to: evis exera iii xenon light source_olympus clv-190_instructions(chapter 8 troubleshooting_8.2 troubleshooting guide_the field of view and the image are too dark or too bright.) Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source image was too bright when they got close or too dark when they got further away, the brightness was not auto adjusting. The biomedical engineer replaced the lamp and it was set to auto but it did not resolve the issue.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.